Manufacturer narrative:
The bhcg sample was collected in a plasma tube with a gel separator. The customer stated to customer technical support (cts) that the both samples appeared to be cloudy qc charts, both levels of bhcg qc have been within the customer's established ranges. Per the proservice data, the customer's last passing system check was on (B)(6) 2011. Specific system check data has not been supplied to date. On (B)(4) 2011 a bec field service engineer (fse) discovered that the aspirate plate shaft was loose. Fse removed, cleaned and re-secured the shaft and screw. Fse performed a high sensitivity system check which passed within instrument specifications. Although a hardware issue was addressed, a definitive root cause could not be determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous false positive bhcg result above the normal reference range for one patient generated by the unicel dxi800 access immunoassay analyzer. The result was reported out of the laboratory and questioned by the physician. The initial sample was repeated on the same unit and a lower result within the normal reference range was obtained. A second sample was retested on an alternate unit and lower result within the normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.